Manufacturer narrative:
Continuation of d10: 5086mri58 lead implanted: (B)(6) 2013, 429888 lead implanted: (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that cardiac resynchronization therapy pacemaker (crt-p) pocket wound detachment occurred and the patient was diagnosed with a pocket infection. It was noted that the patient experienced skin necrosis, erosion, and wound dehiscence. The crt-p, right atrial (ra) lead, and right ventricular (rv) lead that were implanted in the left anterior chest were removed, and the wound area was cleaned and closed. The left ventricular (lv) lead was originally punctured from the right anterior chest and tunneled subcutaneously to the left side, so it was not removed. On the same day, a new ra lead and rv lead were inserted from the right anterior chest, and the lv lead was tunneled to the right side. The leads were connected to a new crt-p. No further patient complications have been reported as a result of this event.